Manufacturer narrative:
Corrected as the device serial number, expiration and manufacture dates initially provided were incorrect.

Event description:
As reported by the edwards field clinical specialist, during a transapical tavr procedure, the patient became severely hypotensive post bav (non-edwards device) requiring CPR. An apical tear and bleeding around the sheath occurred that was thought to be related to the CPR and resulting sheath movement. There was also moderate aortic insufficiency, and the medical team thought that the sapien valve had been deformed during CPR. Immediately post balloon aortic valvuloplasty (bav) with a 23x4 z-med balloon, the patient became severely hypotensive with a systolic blood pressure (sbp) of 22 mmhg and required cardiopulmonary resuscitation (CPR). CPR was performed and pressors were also administered until cardiopulmonary bypass (cpb) could be started. The apex began to bleed around the sheath, which the medical team thought was likely from CPR causing the sheath to move. Cpb did not have to be initiated as the patient had stabilized, and the tearing in the apex was controlled. The patient¿s blood pressure dropped again and cpb was initiated. The 23 mm sapien valve was then implanted in a 50:50 position, resulting in no paravalvular leak or central aortic insufficiency (cai). An intraaortic balloon pump (iabp) was placed and the patient was weaned from cpb. The patient then developed ventricular fibrillation (vf) and was defibrillated seven times. There was also severe tr and the patient was in right ventricular failure. Moderate aortic insufficiency was then noted and the medical team thought that the sapien valve had been deformed by the CPR. The medical team planned to re-dilate the valve with a 23 z-med balloon; however, the apex became unstable due to a rib lacerating the myocardium during CPR. The patient was put back on cpb and the apical tear, which extended into the right ventricle, was repaired. St elevations were observed and diagnostic pictures were taken which revealed that the coronaries were clean and unobstructed. The cpb was weaned and the patient was placed on pressors. The patient was transferred to the intensive care unit in stable condition. However, the patient expired later that evening. The native aortic annular diameter was 23.3 mm by tee and 20.8 mm x 24.4 mm (area 451) by CT. The native aortic valve was mildly calcified and the aortic root was not calcified. The patient¿s ejection fraction (ef) was normal.

Manufacturer narrative:
The device is not available for evaluation as it was not explanted after the patient¿s demise. Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valve and the transcatheter aortic valve replacement (tavr) procedure. The edwards sapien retroflex 3 transfemoral delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether sapien valve performance will be impaired. In this case, the medical team thought that the sapien valve had been deformed by aggressive CPR, which led to the moderate cai. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required at this time.